Event description:
Healthcare professional reported, rupture. The device remains implanted. This relates to the right side.

Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported a right side rupture (via MRI) and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "a small fibroadenoma or fibroadenoma-like lesion" that is "near contiguous with the implant", which is not related to the device. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture (via MRI) and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "a small fibroadenoma or fibroadenoma-like lesion" that is "near contiguous with the implant", which is not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ lump/nodule-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.